Event description:
Incident happened while unit was on patient, no patient injury reported. Customer reported the ventilator had no exhaled volume reading. Patients o2 dropped and doctor felt patient was not geting set volumes.